Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #2916596-2018-00622. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented in the emergency room with right rib cage pain, swelling and bloody drainage around the drive line exit site. The drainage culture has gram positive cocci, gram negative and gram positive bacilli. The patient was started on antibiotics and pain control medications. On (B)(6) 2018, it was reported that debridement of soft tissue mass around drive line exit site was observed. The manufacturers technical services reviewed the log file data and there were no unusual events seen. No additional information provided. Additional information: on (B)(6) 2018 cultures came back positive for proteus mirabilis and corynebacterium striatum. On (B)(6) 2018 the patient underwent drive line debridement. On (B)(6) 2019, per plastic surgery, the drive line site was without erythema/drainage with no active discharge.